Event description:
It was reported that removal difficulty and shaft break occurred. The target lesion was located at the bifurcation of the distal right coronary artery. A 7f guidezilla was selected for use. After advancing a 2.75mm x 38mm synergy shield drug-eluting stent, a 2.50mm x 20mm nc emerge balloon catheter was also advanced for protection. Significant difficulty was encountered during balloon extension, followed by an inability to retrieve the balloon, resulting in device fracture. Upon removal of the whole system, the stent became damaged. The procedure was completed with an alternative device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.